Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a broken peek housing on the returned device. Initially, it was reported that during the procedure, an error 106 was displayed on the carto system. A second catheter was used to complete the procedure. No adverse patient consequences were reported. The issue of force sensor error- 106 was assessed as not MDR reportable as the warning functioned as intended. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a broken peek housing. This was assessed as MDR reportable. If the peek housing is almost splitting, detaching or internal parts are exposed, risk to the patient is critical due to the potential of thrombus formation from exposure of internal parts of the catheter. Therefore, the awareness date for this reportable lab finding is 08-feb-2022.

Manufacturer narrative:
The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to d133601 approved under PMA # p030031/s053. Initial reporter phone: (B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 07-jan-2022. The device evaluation was completed on 08-feb-2022. Bwi conducted a visual inspection and failure analysis on the returned device. Visual analysis of the returned device revealed a broken peek housing that was observed on the returned device. According to pictures provided by the customer, error 106 was observed on carto 3 screen. The customer complaint was confirmed based on the picture received. The returned device was connected to the carto 3 system, and error 106 was displayed on the screen. Product analysis was performed; the device was dissected, on the tip area. Loss of electrical continuity of the green paired wires to the sensor was found. Concluding that is an internal failure of the sensor, the 106 error could be related to the broken peek housing. A manufacturing record evaluation was performed for the finished device [30610000l] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual, which was performed for this product: the force sensor error of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).